Event description:
Account said the head up function has unintentional functions.

Manufacturer narrative:
Account found fluid in both rails. He took lp air and blew out both rails to dry out the cleaning solution to repair this bed. He said nobody was hurt.